Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-sep-2014, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(4), ubd: 16-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative (rep). It was reported that the patient was experiencing newer developed pain on their lower to mid-back that was described as a shocking feeling. These issues occurred when the stimulation was on and off and this has been going on for one year. The patient had been seeing a provider for the new pain and lead movement was determined. It was also reported that three electrodes had high impedances, but these electrodes were not being used in programming. The rep was able to reprogram the device to adjust the rate and pulse width and in result, the patient was getting adequate coverage. The issue was unknown to be resolved at the time of the report, surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the new pain and lead movement was not determined. It was reported that the sensation was still intermittent. The patient was reprogrammed to get appropriate pain coverage. No further complications are anticipated.